Event description:
It was reported that the patient "feels like device is not working". The device was implanted for rectal dysfunction by a colorectal surgeon who has moved out of the area. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).